Event description:
During an in-clinic follow-up, high capture threshold and high pacing impedance were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.